Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, further information was provided by the customer. Our endoscopes are rinsed with a disinfectant pre-cleaner immediately after the examination. This is followed by manual pre-cleaning by brush cleaning of the individual channels and channel rinsing with water, during which the endoscope is connected to the leak test. This is followed by automated reprocessing in the rdg-e olympus etd double endo-thermal disinfection device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Issue 1 (foreign material in air/water channel and cylinder) - based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it could not be confirmed that reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be specified. Issue 2 (foreign material/stain inside light guide lens) - based on the results of the investigation and the information provided, it could not be determined what the stain was. Since the material was not adhered to the outer surface of the scope, the material would not have been removed by reprocessing. It was noted during the device evaluation that the light guide lens glue was peeling. It is possible that the stain was corrosion from humidity entering the light guide lens due to the glue peeling from physical or chemical stress. However, definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: issue 1 evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Issue 2 evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to fray of the knob wire, the forceps elevator does not move smoothly, due to damage on the pipe protecting forceps elevator wire, the forceps lever makes a noise when moved and due to the wear of the angle wire, the play of the "up/down" knob was out of standard value. The additional evaluation findings were as follows: the grip had a scratch, the electrical connector had discoloration, the adhesive around the objective lens had wear, there was corrosion around the forceps elevator arm, and the universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the duodenovideoscope cable pull of the forceps elevator was defective. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign material was found in the air/water tube and cylinder and the inside of the light guide lens had a stain.